Event description:
It was reported that at the implant when the lead was opened it was noted by the physician that the "outer cover insulation" of the lead was open. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) a full lead was returned and analysis found no anomalies. The device history record was reviewed and it did not contain any information related to the complaint.